Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not replicate the reported problem. All console touchpad settings worked as intended. The fse also upgraded the system to the latest software. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted renal cyst decortication surgical procedure, the camera view was flipped, and the endoscope installed on the universal surgical manipulator (usm) moved non-intuitively. The customer received phone assistance from technical support engineer (tse). The tse confirmed that 30-degree endoscope was installed. The tse advised to verify the correct settings and confirmed that everything was correct including hand assignment. The tse confirmed no related errors in the logs. Troubleshooting was performed by a power cycle, and the endoscope view became normal; however, non-intuitive motion persisted. It was further reported that the issue persisted. The customer performed further troubleshooting and installed a 0-degree endoscope with multiple power cycles and undocking/redocking, which resolved non-intuitive motion and inverted image. However, the 0-degree endoscope still had movement issues. The customer reseated the 0-degree endoscope and sterile adapter (sa) on the usm, which resolved the issue. The procedure was completed as planned with no reported injury. Isi followed up with the robotics coordinator and obtained the following additional information: at first, the 30-degree endoscope had an inverted image and arms moved in opposite directions. After replacing the 30-degree endoscope with a 0-degree endoscope and performing three power cycles, the image issue became normal. However, the 0-degree endoscope movement did not scale with the surgeon¿s control. The 0-degree endoscope movement issue was resolved by reseating endoscope and sterile adapter (sa). There were no patient injuries.